Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Pocket manipulation was performed and there was noise however, the device was not sensing it. Thresholds were noted to be within range. Additionally, a chest x-ray was performed and was normal. At this time, the health care professional will continue to monitor via the home monitoring system. This crt-d and ra lead remains in service. No adverse patient effects were reported.